Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for button error. The customer mentioned that she is wearing her brother's insulin pump at this time. Advised the customer that the insulin pump will be replaced and to have her brother call as it is registered to him. Nothing further reported.